Manufacturer narrative:
The device passed the displacement test, rewind, basic occlusion test, prime test, and self-tests. All operating currents are within specification. The device was received stuck in motor error loop during bolus/basal delivery. There was no motion sensor test failure alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the change sensor error test, excessive no delivery test and occlusion test due to motor error alarms. The device had minor scratched display window, scratched case and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states receiving a motion sensor test failure. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.